Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 147 mg/dl. The customer stated that drive support cap was sticking out. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk.